Event description:
It was reported that het patient presented in the operating room for a scheduled procedure, it was noted that the right ventricular lead exhibited high, high voltage lead impedance. The issue was not resolved by changing the position of the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.